Manufacturer narrative:
(B)(4). Visual and functional inspection was performed on the returned device. The reported deployment issue and stent elongation was unable to be confirmed as the stent had already been fully deployed. The tip detachment was confirmed. The difficulties were due to poor visualization. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The supera instruction for use (IFU), removal procedure section states: following confirmed implantation of the supera stent, retract the thumb slide in a single motion to the starting position on the handle and rotate the system lock and deployment lock into the locked position, in line with the thumb slide. Additionally, the stent delivery section of the IFU states: precaution: should unusual resistance be felt at any time during stent deployment, the entire system should be removed together with the introducer sheath or guiding catheter as a single unit. Although failing to retract the thumbslide prior to removal likely caused the tip detachment, the initial deployment issue was likely due to the poor visualization. The investigation determined that the reported difficulties were due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The additional supera 5 x 120 referenced in describe event or problems and concomitant medical products is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mid-right superficial femoral artery (5-6 mm diameter) that was totally occluded and heavily calcified. Pre-dilatation was performed with a 6 mm balloon and the supera 5 x 120 stent was deployed. However, due to poor visualization with an old c-arm x-ray unit, the stent struts could not be seen and the supera stent was compressed by 25%. The second half of the lesion was then pre-dilated with a 7 mm balloon, but during deployment of the second supera 6 x 100 visualization was also bad and the supera was deployed with elongation near the bifurcation. As this was a crossover procedure, the introducer sheath was far away from both stents during deployment. An attempt was made to compress the stent by pushing it to keep it going above the bifurcation, but this was unsuccessful. An attempt was made to remove the supera through the sheath by positioning the thumb advancer to its initial position and securing the safety locks, but the stent came off the system and the tip separated. The stent and the tip had to be surgically removed. The patient was then surgically treated with a non-abbott balloon expandable endoprosthesis stent graft to complete the procedure. There were no adverse patient effects. There was no reported clinically significant delay in the procedure. The patient is doing well. The physician felt the issues with deployment of both supera stents was due to the bad view with the very old x-ray machine and therefore, they could not confirm during deployment that the stents were released in the right manner, which led to the issues with the elongated and compressed stents. No additional information was provided.